Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 460 mg/dl at the time of the incident. Customer stated that he got a replacement pump need help setting up new pump and needs materials to return malfunctioning pump. The pump will not be returned for analysis.